Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not wake as expected and appeared unresponsive until it was placed on the charger, after which it powered on, and the device firmware was confirmed current. Symptoms included device unresponsiveness and user frustration. Outcomes included no reported alerts, alarms, or medical intervention. Investigation included remote troubleshooting and user education, including guidance to wake the device via the charger and verification of firmware status. Investigation of this case revealed that the device could be awakened through charging, indicating normal operation post-intervention with no hardware fault identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.